Event description:
Reporting status: death. Reporting rationale: late thrombosis, subsequent death. Device issue. None. It was reported via a trial that the index procedure which occurred during a study case was performed in 2007. A 3.0 x 18 mm xience v stent was implanted in the proximal left anterior descending (lad). The procedure was completed successfully, and there were no reported issues during the procedure. At about 50 days post-procedure, the pt died after tachycardia. This event was initially reported to be unrelated to the study device. The clinical event committee (cec) adjudicated the event. On 9/15/2008, the cec reported that the result of their adjudication of this event was found to be a possibility of late stent thrombosis (related to the device). No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Thrombosis and death, as listed in xience v instructions for use (IFU), are known risks associated with coronary stenting and are not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully. In this case, it is possible that the reported death is a secondary effect of the thrombosis. However, a conclusive root cause for the reported pt effects, and the relationship to the device, if any, cannot be determined.